Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred. The lesion being treated was severely tortuous, severely calcified with 80% stenosis in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The stent dislodged during removal following a failed delivery attempt. The stent became lodged in the mid lad and was not removed. Attempts to recross the dislodged stent with a balloon were unsuccessful. The stent became deformed, and it was not possible to cross through the stent to fully deploy the stent. It was also reported that the lad was dissected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted during attempted withdrawal of the device. The stent was stuck in the vessel and was not crushed with another stent. It was also reported that the lad was dissected after the stent dislodged. The physician assessed the dissection event as directly related to the use of the relevant device. The patient remains a hospice inpatient due to pre-existing advanced dementia. Correction: annex a & f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.